Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomolies were found.

Event description:
It was reported that during an implant attempt, there were difficulties positioning the lead in the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.